Manufacturer narrative:
Our field service engineer (fse) confirmed the reported technical error and replaced the control printed-circuit (pc) board according to the recommendation in the service manual. The ventilator was returned to service after successful functional and safety tests. Evaluation of the received device logs showed that the reported technical error (ventilation stopped, error in the internal memory detected) was first raised one day before the reported date of event. The logs also showed a technical error that indicated a depleted lithium backup battery. A depleted backup battery will, e.g. After a restart, lead to the reported technical error. Electrical measurements confirmed that the backup battery was depleted. Simulated-use tests also confirmed the reported technical error, as well as the depleted battery error. After the depleted backup battery was replaced, a pre-use checks tests passed successfully and simulated-use tests of ventilation ran for 7 days without any deficiency noted. Our conclusion in this matter is, that the memory backup battery on the returned control pc board was prematurely depleted, and that was the cause for the reported issue.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an, "internal memory error" during the pre-use checks tests. There was no patient involvement reported. (B)(4).